Event description:
It has been reported to philips that the system gave a memory full error shortly after deleting images, which could impact imaging. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use during vascular procedure which was completed after deleting patient data. A philips field service engineer (fse) inspected the system on-site and confirmed that the image pc was experiencing intermittent booting issues, which limited patient operations. To resolve the issue, the fse replaced the ippc and hdd. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.